Event description:
The customer reported a failure to power up. No adverse patient involvement was reported. The customer was sent a replacement device. Their device was sent to philips for evaluation.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up. No adverse patient involvement was reported. The customer was sent a replacement device. Their device was sent to philips for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.